Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels in the "500's" mg/dl. The patient indicated that she had been receiving loss of prime alarms. Through troubleshooting, the animas representative noted that the patient was able to secure the battery cap but not past the yellow o-ring. The yellow o-ring was visible. The battery cap was observed to have stripped threads. The patient disconnected from the pump and completed the rewind, load, and prime steps. However, the patient claimed that the pump would reboot to the verification screen. Loss of prime alarms can be attributed to power or rebooting issues. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed elevated bg levels that can be associated with severe hyperglycemia. However, the patient's injury can be attributed to possible use-error since the alleged product issues are not likely to cause an adverse event. The pump will alarm to alert the user of the loss of prime issue and the battery cap issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also, the owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).